Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was explanted due to inappropriate shocks and a sensing issue. The implantable cardiovertor defibrillator (ICD) and lead were replaced at this time.